Event description:
It was reported that during an unknown procedure, it is unknown what occurred with the device. There is no additional information at this time. Received the following information on 02/08/2010: there is no additional info available. The surgeon, procedure, dos and patient status is unknown.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged and damaged cartridge lockout tab. The analysis showed that the device was received in good visual condition and with a white cartridge reload present. The cartridge was received unfired. In addition, a cartridge pan was found lodged inside the channel and with the lock out tab bent. The damage to the reload lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The pan was removed from the channel and tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it is possible that the lock out was forced enough to separate the cartridge from the pan leaving the hand inside the channel preventing another reload from loading. In addition, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.